Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer experienced anxiety, fear, and pain when upon removal the tampon string separated leaving the tampon inside. She was able to manually remove the remaining product.